Event description:
Before using the 5ml prefilled catheter irrigator, the nurse found that the syringe was in good packaging and there was no label on the syringe, so she immediately replaced it with a new syringe.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there was no label on the syringe. To aid in the investigation, two empty samples with no packaging flow wraps were received for evaluation by our quality team. The samples have no syringe barrel labels. No other defects or imperfections were observed. This defect could occur if there was a jam during the label assembly process. A device history record review was completed for provided material number 306594, lot 4026088. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the syringe barrel label process was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received before using the 5ml prefilled catheter irrigator, the nurse found that the syringe was in good packaging and there was no label on the syringe, so she immediately replaced it with a new syringe. 2024-7-8 update information: the outer packaging of the 5ml pre-filled product has no label and the defective product can be returned. Claims are required but no complaint reply letter or complaint receipt letter is required.